Event description:
Medium philadelphia type foam cervical collar lacks anterior hole (for trach or evaluation of anterior neck) to the anterior neck, although has molding for chin and is labeled front. No manufacturer listed on product. Trauma patient, cspine injury.